Event description:
I have been in excellent health my entire life with the exception of chronic asthma. But that changed on (B)(6) 2009 when I had the essure procedure for permanent birth control. By (B)(6) 2009, I had symptoms of hot flashes, night sweats, chronic fatigue, excessive weight gain, nausea, severe all-over muscle pain, numbness and tingling in the feet with occasional swelling of the ankles and feet. Blood tests concluded my hormones were normal and I was not experiencing the onset of pre-menopause. My blood pressure went from always normal to chronic hypertension. More routine blood work showed low vitamin b12, low vitamin d, and inflammation. Due to the chronic fatigue and tiredness, I underwent a sleep study which tested normal. Over a short time I also developed irritable bowel syndrome, frequent heartburn/reflux, diminished brain function (brain fog, confusion, cloudy, forgetfulness, lack of ability to concentrate), and vision difficulties. To this day I have struggled with all of these symptoms, have had repeated office visits with my primary doctor and blood work which always yielded the same results - inflammation and low vitamin levels. I was also referred to a neurologist who ordered an MRI to check for multiple sclerosis that tested negative. He also conducted a nerve test to check for damaged nerves, which tested normal. I was prescribed nortryptiline and gabapentin for chronic muscle pain and nerve dysfunction which doesn't really lessen the pain. I was also referred to a rheumatologist to discuss possibility of fibromyalgia. Blood work again found vitamin b12 and vitamin d deficiency. Fibromyalgia was possible, but was inconclusive. These symptoms are still on-going to this day. In (B)(6) 2013, I saw my primary for excessive swelling in my ankles that has been ongoing for quite some time but blood work and chest x-rays revealed nothing. I have tracked all of these symptoms since the onset in (B)(6) 2009 and I have found that extreme muscle pain and chronic fatigue seems to follow along with my monthly cycle. I would have the worst muscle pain, fatigue, and swelling either on the days when ovulation was occurring or when bleeding would have occurred each month. Which make me wonder if the coils are causing these symptoms when the hormones are fluctuation through the menstrual cycle process. I have never been tested for a nickel allergy which also makes me wonder if my body is having a constant allergic reaction or it has developed metal toxemia from the coils. My quality of life, at home and at work, has drastically declined due to all of these health issues. I can no longer function properly enough to handle things like being the attentive parent who is able to enrich their child, or a person who can advance in their career to live comfortably in today's economy. Update on (B)(6) 2014: device ref: ess395, lot #632026, trailing coils: left 6 right 7.

Event description:
(B)(4). Device ref: (B)(4). Lot #632026 trailing coils: left 6 right 7.

Event description:
#Medwatcher #followup2 #FDA mw5035385, #(B)(4). Since my initial report I have developed hyperglycemia and psoriasis on my face, neck and inner ear. I had a hysterectomy, leaving the ovaries in (B)(6) of 2014. Many of the earlier symptoms disappeared immediately after the hysterectomy, but I am still left with occasional chronic pain, pre-hypertension, cognitive issues (brain fog, forgetfulness), irritable bowel, and low vitamin b12 and d which require daily supplements. All which are issues I never had before essure was put in my body.